Manufacturer narrative:
This case was initially received via regulatory authority (ansm, (B)(4)) on 31-oct-2019. The most recent information was received on 08-nov-2019. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('medical device removal') in a 45-year-old female patient who had essure (batch no. C64475) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2017, the patient experienced malaise ("malaise"), 2 years 7 months after insertion of essure. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced paraesthesia ("tingling throughout the body"), neck injury ("neck caught in a vice"), dyspepsia ("heartburn"), ear disorder ("ear problems"), nasal disorder ("nose problems"), pharyngeal disorder ("throat problems"), burning sensation ("burning sensation in the body"), tremor ("tremors"), gastrointestinal motility disorder ("problems with bowel movement") and dizziness ("dizziness"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal, malaise, paraesthesia, neck injury, dyspepsia, ear disorder, nasal disorder, pharyngeal disorder, burning sensation, tremor, gastrointestinal motility disorder and dizziness outcome was unknown. The reporter provided no causality assessment for burning sensation, dizziness, dyspepsia, ear disorder, gastrointestinal motility disorder, malaise, medical device removal, nasal disorder, neck injury, paraesthesia, pharyngeal disorder and tremor with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-nov-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2019. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('medical device removal') and malaise ('malaise') in a (B)(6) female patient who had essure (batch no. C64475) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2017, the patient experienced malaise (seriousness criterion medically significant), 2 years 7 months after insertion of essure. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced paraesthesia ("tingling throughout the body"), neck injury ("neck caught in a vice"), dyspepsia ("heartburn"), inner ear disorder ("ear problems"), nasal disorder ("nose problems"), pharyngeal disorder ("throat problems"), burning sensation ("burning sensation in the body"), tremor ("tremors"), gastrointestinal motility disorder ("problems with bowel movement") and dizziness ("dizziness"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal, malaise, paraesthesia, neck injury, dyspepsia, inner ear disorder, nasal disorder, pharyngeal disorder, burning sensation, tremor, gastrointestinal motility disorder and dizziness outcome was unknown. The reporter provided no causality assessment for burning sensation, dizziness, dyspepsia, gastrointestinal motility disorder, inner ear disorder, malaise, medical device removal, nasal disorder, neck injury, paraesthesia, pharyngeal disorder and tremor with essure. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.